Event description:
The customer reported the x-ray tube is loud, and fluoro was lost during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and provided the part number for the x-ray tube to the customer. Customer is not requesting repair at this time. This MDR is related to ge healthcare (B) (4).